Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse completed a sbc cpu upgrade. The backplane and backplane mount, display adapter pcb, system interface pcb, fluoro functions pcb, x-ray controller pcb, and generator interface pcb were all replaced as part of the service event. A solid state hard drive and version 30 software were also installed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently locked up and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.